Event description:
It was reported that while back hammering the distal screw fractured.

Manufacturer narrative:
Evaluation summary: x-ray was returned and attached to this complaint. One of the probable reason may be due to large amount of fracture reduction that caused the cortical screw to be pleated. Another probable reason may be due to "back hammering" after the distal screws are fixed. Surgical technique recommends fixing the proximal screw before the distal locking screw is fixed. However, based on information provided, the definitive root cause of this issue cannot be established. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to met specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.